Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 5 years and 4 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, the patient presented bone type I and immediate implant and I was performed.